Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, while the stent was being placed across a 4 cm tight malignant stricture, difficulty was experienced in crossing the legion. The stricture was then dilated to 8mm with a bsc hurricane balloon, and the stent was successfully placed at the stricture. However, the middle portion of the stent could not fully expand due to the tight stricture and the physician had difficulty removing the delivery system from the stent. The physician was able to remove the delivery system by pulling forcefully, and it came out "intact but buckled". The stent remained in position and there were no further complications reported. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "satisfactory".

Manufacturer narrative:
Difficulty removing catheter, difficulty crossing legion. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).